Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient expired on (B)(6) 2021 at 7 am due to intracerebral hemorrhage (ich)/hemorrhagic stroke. The pump was discontinued as per the patient and family's wishes. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. The outcome was not device or therapy related. The device parameters (flow, speed, power) were within normal limits for this patient. The patient had a chronic (B)(6) infection. The patient was covid positive. A computed tomography (CT) scan showed an intracranial hemorrhage. The patient showed right hand weakness that progressed rapidly. The account reported that the chronic (B)(6) infection might have contributed to the event. The patient represented to the hospital on (B)(6) 2021 with the ich and expired on (B)(6) 2021.

Event description:
Chronic driveline infection was reported in MFR. Report # 2916596-2021-00534.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported hemorrhagic stroke could not be conclusively established through this evaluation. Additionally, a direct cause of the reported infection could not be conclusively determined. It was reported that no autopsy was performed, and the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists stroke and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation therapy. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing this event.